Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on 03/13/2025. An investigation was conducted on 03/25/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that 7mm extended length endoscope had 2 bubbles on the lens. They do not have serial number but said it was many years old and would be outside of the 1 year warranty. It was being used on a patient when they discovered the problem. They used another scope to complete the procedure. No patient effects.